Event description:
A covidien gia stapler was introduced to sterile field and fired once by the surgeon. After this first firing, the stapler would no longer work or fire anymore. A new stapler was opened and introduced to the field. The procedure was completed as planned and no harm came to the patient. The instrument does not have any physical defects or deformities per visual inspection. The hospital will be returning the device to the manufacturer for failure analysis. Manufacturer has provided hospital with a reference number for follow up questions.